Event description:
It was reported the system would not boot. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation . The connectors were reseated. The hard drive and the power cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.